Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was unable to perform a complete investigation of the alleged complaint. The pump had fluid ingress, which damaged the pump to the point that it was unable to be turned on. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was not alarming when the feeding was complete. The initial reporter did also state that this occurred while the pump was with the patient but was unable to provide any additional details about the event. (B)(4).